Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section d9, date has been updated to the correct date. Evaluation results: the device was returned to zoll medical corporation for evaluation. During the investigation of the device to determine the root cause, the technician observed damage to the lcd display consistent with mishandling. The damage is not consistent with normal wear and tear. The lcd display will be replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.